Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely for the reported failure can be attributed to a manufacturing issue when packaging the device.

Event description:
On 10/14/2021, it was reported by a sales representative via the phone that an ar-3638 fibertak, did not have the white repair suture after the anchor was inserted. This was discovered during use in a hip arthroscopy on (B)(6) 2021. The anchor was unable to be secured, and was removed. The case was completed by using a different ar-3638.